Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. D4: lot number - is being updated as per device evaluation. The lot number of the returned product was narrowed down to one of the following finished good batches: 26995368, 26995369. Device evaluated by MFR.: the product was returned consisted of an angiojet solent omni catheter. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The location of the shaft break was not able to be determined, however it was noted that the device appeared to be patched with some form of clear tape from 84 cm from the tip to 86.5 cm from the tip. A functional test was performed. The pump was placed into the ultra drive console and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product, with an average pressure of 10.229 kpsi. A functional test confirmed the allegations of catheter leaks, which was found to have occurred somewhere in the taped segment of the device.

Event description:
It was reported that catheter break occurred. The target lesion was located in the femoral vein. An angiojet solent omni catheter was selected for a thrombectomy procedure. During the procedure, it was found that the catheter wall was broken and there was liquid leaking from the catheter when priming. They used a transparent patched and it was ejected with mixed liquid when aspirated the thrombus. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable. Returned product consisted of an angiojet solent omni system and investigation was completed on 27sep2021. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The location of the shaft break was not able to be determined, however it was noted that the device appeared to be patched with some form of clear tape from 84 cm from the tip to 86.5 cm from the tip. A functional test was performed. The pump was placed into the ultra drive console and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product, with an average pressure of 10.229 kpsi. A functional test confirmed the allegations of catheter leaks, which was found to have occurred somewhere in the taped segment of the device.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that catheter break occurred. The target lesion was located in the femoral vein. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During the procedure, it was found that the catheter wall was broken, and there was liquid leaking from the catheter, when priming. They used a transparent patch and the patch was ejected with mixed liquid, when the thrombus was aspirated. The procedure was completed with another of same device. There were no patient complications reported and patient status was stable.